Event description:
The customer reported a leak from the probe of the coulter ac*t diff analyzer. The customer discovered diluent on the countertop and stated that approximately 0.5 ml of fluid leaked. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The customer replaced the probe wipe rinse block to resolve the leak with the help of cts over the phone. The customer then ran the instrument and verified that no further leaks were observed. Failure mode of the leak is attributed to the probe wipe rinse block; the customer replaced the probe wipe rinse block to resolve the leak and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. Beckman coulter internal identifier for this report is (B)(4).